Event description:
It was reported that pump battery depleted too quickly, and customer communicated this concern by email. There was no reported impact to the customer¿s blood glucose level. Customer declined follow up from technical support, and cts was unable to confirm battery depletion issue, with no additional information received regarding the outcome of the event.